Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the (B)(6) 2013 and performed to specification up to and including the final history log entry on the (B)(6) 2015. A test pad-pak was then installed. The device performed an auto self-test and was manually power cycled. The device shutdown with no warnings given, however the status led was inactive throughout. The device was tested on calibrated equipment and acceptable measurements were recorded. The status led remained inactive throughout. The device was then disassembled for investigation. The device delivered test therapy successfully and delivered a test shock without fault. An acceptable measurement was recorded. The device was disassembled for further investigation. The investigation found the failure was due to excess silver paste on the green status led. A partial short circuit was found between the anode and cathode of the green status led. This had caused the green status led to become inactive. There is no evidence to suggest the device had been switching on automatically throughout the device history or during the investigation.